Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The investigation found the meter paired with pump and calculated boluses correctly, and no defects were observed.

Event description:
Patient reported the insulin delivery of the infusion device is inaccurate. She programmed a meal bolus, but the infusion device did not vibrate or deliver the insulin. No error messages were displayed, and the bolus delivery was successful per the blood glucose meter and infusion device. Patient reported this has occurred several times over the past 2 weeks. On (B)(6) 2013, the meter calculated 3 different bolus amounts for 30 grams of carbohydrates within 5 minutes. Further, per the history, boluses were successfully delivered at 9:06 a.m., 9:07 a.m., 9:09 a.m., 9:11 a.m., and 9:12 a.m. Her target blood glucose is 4.0-8.0 mmol/l (72-144 mg/dl), and no physiological effects were experienced. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device and blood glucose meter were requested for evaluation.